Event description:
A multi-band ligtor (mbl-6) was being used in conjunction with a fujinon eg-450hr endoscope for banding of esophageal varices. It was reported that after all bands had been deployed, the barrel component detached from the tip of the endoscope in the patient's esophagus. The barrel was retrieved with forceps. The endoscope used in conjunction with this device has an outer diameter of 9.4mm. This device is compatible with endoscopes having an outer diameter of 9.5mm-13.0mm as stated on the product labeling.